Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was completely non-functional. A field service engineer opened the back panel and noticed that no led lights were present on any of the boards on 3.1 and 3.2, which drawer controller board caused the issue. Both drawer, controller boards and bus controller boards are not working and replaced all boards and configured the application. The customer tested no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was completely non-functional. The customer stated that this malfunction caused a delay and occurred while dispensing the medication to patients. However, there were no adverse events or injuries reported based on this event.